Event description:
It was reported that the patient was getting dizzy and lightheaded. The rate drop response (rdr) was thought to be the cause. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.